Event description:
It was reported that this right ventricular (rv) defibrillator lead exhibited high out of range shock impedance measurements, greater than 200 ohms. Technical services (ts) discussed general and expected lead testing values. No adverse patient effects were reported. The lead remains in service.